Manufacturer narrative:
(B)(4).

Event description:
Doctor reports that the screw part of the locator abutment iloa006 fractured and got stuck in the implant ifnt3215. The implant was removed. Tooth site #22.

Manufacturer narrative:
This report is being submitted to relay corrected information. The catalog number was incorrectly reported to be iloa006 in the previous submission 0001038806-2020-00410. The catalog number has now been corrected to be unkown legacy biomet locator abutment.

Event description:
No updated or corrected information to report.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: method code was updated to 10. H6: results code was updated to 3252. H6: conclusions code was updated to 4307. H10: narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured abutment was confirmed. Visual inspection identified a fracture across the threads. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review could not be performed as the lot number is unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming products. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : no lot number provided.